Event description:
The customer reported obtaining non-reproducible, higher than expected, vitros tropi es results on two patient samples using a vitros eciq immunodiagnostic system. Patient 1 vitros result 0.670 versus expected <0.011 ug/l patient 2 vitros result 0.537 versus expected <0.011 ug/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result for patient 1 was repeated because the patient had a known medical history that was not consistent with an elevated >ami troponin I result. The corrected result was reported to a clinician and there were no allegations of patient harm as a result of this event. The non-reproducible, falsely elevated tropi es result for patient 2 was reported to a clinician and the patient was hospitalized as a result. The laboratory protocol regarding >ami troponin results is that the initial result must be validated with a new sample collection taken 3 hours after the initial sample collection. The corrected result was reported to a clinician and there were no allegations of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained from two patient samples processed on a vitros eciq immunodiagnostic system. Root cause could not be determined, but inappropriate sample processing or an unexpected vitros troponin I es reagent performance issue could not be ruled out as contributing factors. The investigation found no evidence to suggest that the vitros eciq analyzer had malfunctioned.